Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation and the information provided, it determined that the foreign material was pharmaceutical-derived silicic acid, pharmaceutical-derived organic silicone, and human-derived protein and the human protein is thought to be a blood clot (coagulation) based on the fact that blood components such as iron were detected, and that blood was found after reprocessing at your facility. There was damage to the area where the foreign material was detected, and there were no deviations identified with the reprocessing performed. Therefore, the cause of the material remaining in the device was insufficient pre-cleaning, insufficient rinsing, and insufficient drying due to valves not being removed when the endoscope is stored. The event can be detected/prevented by following the instructions for use which state: inspection method is described in the reprocessing manual ¿chapter 5 reprocessing the endoscope (and related reprocessing accessories). Section 5.5 manually cleaning the endoscope and accessories¿. And "storage and disposal" once again to ensure that the stain has been removed when reprocessing, particularly from the openings of the air and water nozzle and the objective lens surface. If any the stain remains, please clean until all of the stain is removed, rinse thoroughly, drain any remaining water from the ducts after cleaning, and check the handling environment, such as drying. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope exhibited foreign material exiting from the air/water nozzle. The issue occurred during endoscopic submucosal dissection therapeutic procedure that was completed using a similar device. There were no reports of patient harm.